Event description:
1fr PICC line broke at the junction of the pink hub and the line. The catheter was removed.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.